Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill broke during use while drilling. The broken fragment was successfully removed from the patient's body within approximately five minutes. It was further reported the product was accidentally discarded by the hospital.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6 - component code - mechanical (g04) - drill. The event is confirmed. Visual evaluation of the photographs provided identified a fractured tibial peg drill bit. No product was returned therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.